Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that during deployment of the 3.0x22mm non-abbott stent, the turntrac guide wire inadvertently became jailed with the 3.0x22mm non-abbott stent resulting in the reported difficult to remove. Interaction/manipulation of the compromised guide wire ultimately resulted in the reported/noted material separation and the noted stretched/mangled/separated coils. As reported, snaring was attempted, but unsuccessful; therefore, an unspecified stent was used to embed the separated guide wire tip against the vessel wall. The noted kinked proximal end of the guide wire likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 correction: non-abbott reporter updated

Event description:
Subsequent to the initial filed report, it was reported that a 2.5x15mm non-abbott balloon was used for dilation prior to stent implantation. No additional information was provided.

Event description:
It was reported that the procedure performed was to treat a mildly to moderately calcified left anterior descending coronary artery. A non-abbott guide wire was advanced in the lad and the 014 ht turntrac flex guide wire was advanced in the diagonal artery. A 3.0x22mm non-abbott stent was implanted. During removal of the turntrac guide wire, resistance was noted. It was found that the guide wire tip was jailed with the implanted stent and had detached. Snaring was attempted, but unsuccessful; therefore, an unspecified stent was used to embed the separated guide wire tip against the vessel wall. A non-abbott guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.